Manufacturer narrative:
This investigation is still in progress. Once the investigation is completed, a supplemental report will be provided. Related reports: 1221359-2022-00229, 1221359-2022-00230, 1221359-2022-00231, 1221359-2022-00232, 1221359-2022-00233, 1221359-2022-00235, 1221359-2022-00236.

Event description:
The consumer reported a false negative result with the binaxnow covid-19 antigen self test and seven false negative results with an unknown over the counter brand covid-19 test. The consumers husband performed a binaxnow covid-19 antigen self test on (B)(6)2021 which generated a negative result. The consumers husband then obtained confirmation pcr testing on (B)(6) 2021 in which the results were positive. The consumer confirmed that her husband was symptomatic. The consumers also reported that her other seven family members took an unknown covid-19 test, performed on an unknown date and received negative results. The seven family members then obtained a confirmation pcr test on unknown dates in which the results were positive. No additional patient information, including treatment and outcome, was provided. This manufacturer report addresses false negative result 6 of 8.

Manufacturer narrative:
Correction: this manufacturer report was submitted in error. The seven additional assays were confirmed to be unknown. There will be no further investigation on these additional seven unknown brand assays.